Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015 device evaluation: the device has been returned and evaluated by product analysis on 03/29/2015 with the following findings: #3. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of mmol/l with symptoms dehydration, nausea, polyuria and large ketones. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.